Event description:
Four weeks post uae continuing to have difficulty sitting. Feels something hard at the catheter insertion site. Experiencing depression because there is nothing that can be done about these complications.